Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, e2, e3, and g2 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, submergence of the cable was observed and may have caused the visual malfunction. However, the definitive root cause of the scope communication error could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was discovered while the camera head was being prepared for use in the operating room. No procedure was taking place at the time.

Event description:
It was reported to olympus, that the 4k camera head had an e224 scope communication error when it was plugged into the tower. Upon inspection and testing of the returned device, it was noted that the cable was leaking. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred as there was no signal. It was also noted that the back cover was worn out and the characters could not be seen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.